Event description:
The user facility reported an unsuccessful attempt of an impella 5.5 device placement in a 68-year-old female in acute myocardial infarction/cardiogenic shock for mechanical circulatory support. The delivery of the impella pump was unsuccessful due to the inability to pass through the patient's vasculature. Consequently, the procedure was aborted. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue was most likely patient condition related, the impella was unable to pass through due to the patient's anatomy as per clinical description. In accordance with updated procedures, section d6 has been revised from the initial submission.